Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "eye pain" (pain). Product problem(s): "mode buttons frozen" (no display or display failure). A customer reported that there was no air flow when switching to the fluid air exchange (fax). This was reported to have happened because the nurse pressed the remote control fast and continuously. The increase/decrease buttons for infusion, fax and the light pipe still adjusted. The surgeon finally proceeded with surgery after the reboot. The patient complained of eye pain. Additional information was received: the customer reported the patient suffering from eye pain was the patient's presenting condition and it was not worsened by the event.